Event description:
On (B)(6), company representative reported to the manufacturer that a vns patient had a procedure for generator replacement due to end of service. Company representative was later informed by treating neurologist the patient was showing signs of an infection at the implant site. The neurologist ordered 3 blood cultures and blood laboratories to be performed. Further information from the area representative indicated the surgeon and neurologist began treating the patient with oral antibiotic for 7 days and improvement was seen during the follow-up appointment. The 3 blood cultures resulted negative and the tissue culture indicated staphylococcus epidermidis. At the moment, no further interventions are planned as the patient ameliorated with the antibiotics and is currently done with the treatment. Review of DHR indicated the generator underwent hp sterilization prior to shipment.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.